Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient experienced syncope, and the ipg exhibited premature battery depletion, high thresholds, and pacing problem. The ipg was explanted. No patient complications have been reported as a result of this event.